Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Follow up is being conducted to determine the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr supplemental info and medical records were received. After a review of the medical record, the patient was revised to address right total hip arthroplasty failure secondary to leg-lengthening excessively and calcar fracture. Operative note reported that the femoral neck was noted to have cracked during the insertion of the new stem. Doi: (B)(6) 2009, dor: (B)(6) 2010, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Mre not performed. Corrected: e1 (reporter's name) and removed facility name since the complaint is legal.